Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the anterior communicating aneurysm embolization procedure, the physician filled four coils into the aneurysm. He felt resistance, while inserting the fifth coil into the microcatheter hub. The system was clotted and physician had to perform the heparin protocol. He replaced the coil with the subject coil. While advancing the subject coil within the microcatheter shaft resistance was encountered and the subject coil detached prematurely inside the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the anterior communicating aneurysm embolization procedure, the physician filled four coils into the aneurysm. He felt resistance, while inserting the fifth coil into the microcatheter hub. The system was clotted and physician had to perform the heparin protocol. He replaced the coil with the subject coil. While advancing the subject coil within the microcatheter shaft resistance was encountered and the subject coil detached prematurely inside the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that continuous flush was maintained for the duration of the procedure and the device was prepared as per the dfu. Resistance was noted while the coil was advancing the microcatheter. The operator exerted force when attempting to advance the coil. When removing the device from the microcatheter the coil detached. An assignable cause of procedural factors will be assigned to the as reported ¿coil in catheter friction¿ as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. An assignable cause of use error will be assigned to the as reported ¿main coil prematurely detached/separated during use¿ as force was applied while advancing the coil and the coil was not advanced slowly and gently.